Manufacturer narrative:
The complaint is considered closed.

Event description:
Patient is seeking legal action. Update litigation alleged the patient suffered pain, disability and excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update: 03/25/2014 - sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve is now being added to the complaint.